Manufacturer narrative:
The manufacturer received information on 26 cases of svd. Since however there is no information available on the serial numbers, the manufacturer is bundling the submission in one incident report. Should further information be provided, the manufacturer will provide individual reports for each affected valve. Since there is no information on the valve serial number on the paper, and the device disposition is unknown (unknown if explanted, not returned to the manufacturer), no investigation is possible at this time. As reported in the scientific literature, structural valve deterioration is the major cause of failure of bioprosthetic heart valves. It is possible that the patient¿s clinical history and risk factors may have contributed to the structural valve deterioration observed in this mitroflow valve. However, no clinical history is available from the publication and a definitive root cause cannot be stated at this time. It should be noted that structural valve deterioration is listed as a possible adverse event in the mitroflow valve IFU. The event is, therefore, a known inherent risk of the device. The manufacturer is following up with the author of the paper to retrieve additional information on the events. Should any further information be provided, a follow up report will be submitted as appropriate. Unknown device disposition.

Event description:
The manufacturer was informed on this event through the publication ''durability of the mitroflow surgical bioprosthesis for surgical aortic valve replacement based on prosthesis size'' by mir et al. Based on the information reported on the publication, a retrospective analysis of patients who received mitroflow valve during (B)(6) 2015 to (B)(6) 2017 was performed. Out of the 194 patients included in the analysis, 26 (14.2%) valves met the criteria for structural valve deterioration (svd). Between the groups, there was no significant difference in svd rates [small (15.9%) vs. Medium (16.5%) vs. Large (5.6%); p=0.25]. The time to svd was significantly different between the groups, with the median time to svd (months) being 8.8, 27.2, and 46.6 for small, medium, and large valves, respectively. There is no indication about the patient¿s impact nor treatment as a result of the svd. Based on the author's conclusions, the rate of svd of the sorin mitroflow surgical bioprosthesis is related to bioprosthesis size and that smaller valves fail earlier than larger valves.